Event description:
During routine testing, the user noted that the defibrillator would not charge. There was no pt involved. Tests disclosed damaged foil between c22 and cr21 on printed circuit board assembly. Only the damaged board was returned for repair. Because the complete device was not returned, no meaningful investigation as to the cause of the failure could be conducted. The event is not occurring more frequently or with greater severity than is usual for the device.